Event description:
It was reported that the defibrillator would work for a short time before the screen goes white and it does not function upon power on, a lock up failure. The issue could not be resolved with a power cycle. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure after extensive testing. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.